Event description:
It was rpeorted that during a ptca treatment procedure. The quantum maverick monorail 8/2.75 mm balloon ruptured at 16 atms. The (number of inflations performed is unk). The lesion being treated was a calcified, 90% stenotic lesion in the mid left anterior descending (lad) coronary artery. The quantum maverick monorail 8/2.75 mm balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status ir reported as 'good.'